Event description:
The patient is a middle-aged woman with little medical history and apparently no medications previously, who presented to the emergency room last month with symptoms of acute cva. She was evaluated emergently per the code stroke protocol and given t-pa for her symptoms suggestive of acute uncomplicated stroke. She was refractory to t-pa and taken for angiography and attempted aspiration of an mca distribution clot the following day. Each time the clot was aspirated, the area rethrombosed, and ultimately, the procedure was abandoned. She went on to infarct that area of her brain and developed malignant cerebral edema requiring craniectomy procedure, also this day. The patient has had a stormy hospital course with issues, including inappropriate antidiuretic hormone secretion syndrome (siadh), pleural effusion, hospital pneumonia, and what appears to be a state of coma with respiratory failure requiring full ventilator support. She remained on norepinephrine vasopressor to maintain a target mean arterial pressure for adequate perfusion of her brain until family chose to make the patient a dnr and have life support removed.at pathologic exam, the pathologist noted that the patient appears to have material in the cerebral vessel. There has been recent literature suggesting that hydrophilic polymer emboli can result from diagnostic cerebral angiography (modern pathology, (2010)23: 921-930). The pathologist is questioning if the material in this patient's vessels was the result of polymer shedding from the catheters used during the cranial angio. (Several catheters and guidewires from a variety of manufacturers were also used). ====================== health professional's impression======================there has been recent literature suggesting that hydrophilic polymer emboli can result from diagnostic cerebral angiography (modern pathology, (2010)23: 921-930). The pathologist is questioning if the material in this patient's vessels was the result of polymer shedding from the catheters used during the cranial angio.====================== manufacturer response for cranial reperfusion catheter, penumbra======================the neurointerventionalist contacted the manufacturer after speaking with the pathologist regarding findings of material in the cranial vessels.

Event description:
The patient is a (B) (6) woman with little medical history and apparently no medications previously, who presented to the emergency room last month with symptoms of acute cva. She was evaluated emergently per the code stroke protocol and given t-pa for her symptoms suggestive of acute uncomplicated stroke. She was refractory to t-pa and taken for angiography and attempted aspiration of an mca distribution clot the following day. Each time the clot was aspirated, the area rethrombosed, and ultimately, the procedure was abandoned. She went on to infarct that area of her brain and developed malignant cerebral edema requiring craniectomy procedure, also this day. The patient has had a stormy hospital course with issues, including inappropriate antidiuretic hormone secretion syndrome (siadh), pleural effusion, hospital pneumonia, and what appears to be a state of coma with respiratory failure requiring full ventilator support. She remained on norepinephrine vasopressor to maintain a target mean arterial pressure for adequate perfusion of her brain until family chose to make the patient a dnr and have life support removed.at pathologic exam, the pathologist noted that the patient appears to have material in the cerebral vessel. There has been recent literature suggesting that hydrophilic polymer emboli can result from diagnostic cerebral angiography (modern pathology, (2010)23: 921-930). The pathologist is questioning if the material in this patient's vessels was the result of polymer shedding from the catheters used during the cranial angio. (Several catheters and guidewires from a variety of manufacturers were also used). ====================== health professional's impression======================there has been recent literature suggesting that hydrophilic polymer emboli can result from diagnostic cerebral angiography (modern pathology, (2010)23: 921-930). The pathologist is questioning if the material in this patient's vessels was the result of polymer shedding from the catheters used during the cranial angio.====================== manufacturer response for cranial reperfusion catheter, penumbra======================the neurointerventionalist contacted the manufacturer after speaking with the pathologist regarding findings of material in the cranial vessels.